Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a pairing failure. The root cause of the pairing failure was determined to be a failed transmitter. The reported issue of pairing failure is reportable based on the finding of failed transmitter error.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it confirmed the customer complaint, as well as a failed transmitter error. The reported event of pairing failed was confirmed. The root cause was determined to be a failed transmitter error.